Manufacturer narrative:
Investigation summary: bd had not received samples, but photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for cracked stopper with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. The damaged stopper can lead the tube unable to hold a vacuum. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced broken lid/cap and underfill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: there was a "damaged cap. The customer found that there was not enough vacuum during the blood collection, and when he opened the lid of the tube, he found that the stopper was cracked.".

Manufacturer narrative:
(B)(4).investigation summary: bd had not received samples, but photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for cracked stopper with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. The damaged stopper can lead the tube unable to hold a vacuum. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced broken lid/cap and underfill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: there was a "damaged cap. The customer found that there was not enough vacuum during the blood collection, and when he opened the lid of the tube, he found that the stopper was cracked."